Event description:
A physician reported a pt who was treated on 5/14/1997 in the acne scars of the right and left cheek. Within 24 hours the patient noticed a bruising at the injection sites on her cheeks: the physician believed the bruising was related to the injection procedure. The bruised areas gradually developed into red, swollen, and tender areas taht drained some type of fluid. The patient was seen on 5/19/1997 by the physician who noted tender crusts with an erythematous based and some bruising was appreciated at the injection sites. The physician diagnosed a bacterial infection with some mild superficial abscesses and prescribed cephalexin, bactroban ointment, and aclovate cream.

Manufacturer narrative:
On 1/28/1998, follow up info was received from the physician. On 9/12/1997, the pt underwent dermabrasion to both cheeks, an intervention for the increased scarring secondary to the infection. The pt was last seen on 9/19/1997, and was doing well.